Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 398 mg/dl. The customer¿s current blood glucose value was 273 mg/dl. The customer was reported other blood glucose value such as in the range of 168 mg/dl, 278 mg/dl. The customer was treated for high blood glucose with syringes. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the drive support cap was normal. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump passed displacement test and high pressure test. The customer was reported that the insulin pump had no delivery alarm and its was resolved by complete set change. The insulin pump and reservoir will not be returned for analysis.